Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The device was manufactured on july 03, 2023. A physical sample was not received for investigation. However, a photo was provided. The photo showed the tip of the catheter broken (detached). The reported condition was confirmed through the photo. A corrective and preventative action has been opened to address the reported condition. All information received will be used for further tracking and trending purposes.

Event description:
The customer reported that the tip of the covidien salem sump popped right off. Additional information received on 14sep2023 stated that the incident occurred prior to patient insertion. The doctor noticed the tip was bent and it snapped off when straightening the tip. The tip did not enter the patient.